Event description:
Patient revised to address loosening of tibial component, osteolysis and polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear based on the provided information. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.